Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned in two segments. A complete detachment of the balloon at the proximal balloon joint was noted, as well as a complete detachment of the inner guidewire lumen. Therefore, the investigation is confirmed for both balloon and catheter detachment. The distal segment of the device was returned stuck in the returned introducer sheath, with bunched balloon material noted at the distal tip of the sheath; the distal tip of the sheath was noted to be flared. Therefore, the investigation is confirmed for sheath-related retraction issues. However, the investigation is inconclusive for the reported deflation issue as the device was unable to be functionally tested due to the returned sample condition. Balloon deflation issues would contributed to retraction problems which could potentially lead to detachment of device components if excessive force was applied to the device. Based on the returned sample condition it is likely that excessive force was applied to the system. However, the definitive root cause for the reported deflation issue could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a subclavian vein stenosis, the pta balloon allegedly did not fully deflate and was unable to be removed from the sheath. It was further reported that the balloon allegedly broke from the catheter and bunched at the distal end. A 1cm incision was made at the access site and the balloon and sheath were removed as one unit, concluding the procedure. There was no reported patient injury.